Event description:
The device was received at boston scientific's return products department.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts) to report that this device was interrogated and a voltage too low for projected remaining capacity (code#1003) message was displayed. Ts discussed the issue and recommended device replacement. The hcp was planning to send ts a data disk for review by boston scientific's in-house engineering. In-house engineering confirmed that a low voltage alert had occurred. The voltage is currently 3.021 volts and therapy delivery is unaffected. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. Using historical daily battery voltage measurement data, the daily device power fluctuations were estimated. To date, the power appears steady, however, this behavior may change unpredictably. At this point, the battery does have a significant reserve capacity. The data indicates that there is sufficient reserve for the device to maintain normal therapy functions for 28 days' time. Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The device was explanted and replaced without incident.

Manufacturer narrative:
Upon return the device will undergo detailed analysis to determine root cause.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed two low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On (B)(4), 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.